Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and avaulta were implanted. The patient underwent another procedure on (B)(6) 2011, and pelvicol was implanted. It was also reported that the patient experienced pain, erosion of her internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop, anterior, posterior and apical components & intrinsic sphincter deficiency. It was reported that patient underwent a mesh revision on (B)(6) 2011, (B)(6) 2011, (B)(6) 2011, (B)(6) 2011 and (B)(6) 2012. It was reported that the patient underwent a cystoscopy and was injected with coaptite on (B)(6) 2011 due to intrinsic sphincter deficiency. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urge incontinence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.